Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating and working due to a pump valve trauma. A surgical procedure was performed, during which the device was removed. There were no patient complications reported.